Event description:
It was reported that the surgeon conducted a bilateral c4-c5, c5-c6, c6-c7 foraminotomy acfd with bmp-2/acs in combination with an allograft spacer and an anterior cervical plate. The surgeon reportedly indicates in op notes that he filled the allograft spacers with 10 mg of bmp-2 per level. Patient developed acute posoperative complications over the next 18 months, including worsening of pre-operative complications, which required revision surgery consisting of 3 level laminectomy to address cord compression. Patient's conditions continued to worsen post-operatively requiring 2011 posterior revision for 2 additional fusions at c3 and t1 and one week later, repositioning of screws on the anterior plate. Most current CT scans reveal "c3-4: mild left uncovertebral joint disease... Mild left formina stenosis; c4-c5: moderate right uncovertebral joint disease, moderate right foramina stenosis; c5-c6: mild right uncovertebral joint disease, mild right foramina stenosis. Patient's current disposition is he is in continual pain, surgical intervention is not recommended due to risk/benefit analysis.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.